Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump inappropriately suspended due to a false low on their sensor. The patient's sensor glucose at the time of call was 2.9 mmol/l and their blood glucose was 16.0 mmol/l. In addition to the threshold suspend incident, the sensor has received multiple calibration errors. The sensor will be returned for analysis and a replacement sensor was shipped to the customer.